Event description:
It was reported a death occurred. The patient was noted to be unstable and had left ejection fraction heart failure. Vascular access was obtained via the right femoral artery. The 90% stenosed, 18 x 2.75mm, concentric, de novo target lesion with a bend between 45 and 90 degrees was located in the severely tortuous and severely calcified right coronary (rca) artery. The physician cannulated quickly. Following pre-dilation with a 1.5mm x 12mm non-boston scientific balloon, residual stenosis was 30%. A 16 x 2.5 promus premier select drug-eluting stent was deployed. However, the patient died after the procedure.